Manufacturer narrative:
(B)(6). Date of report: 08aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting to confirm the reported issue. The fse advised the customer to replace the liquid crystal display. The fse also discussed the option to update the graphic user interface (gui) or to replace the gui with an updated gui. The customer elected to replace the entire gui. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.